Manufacturer narrative:
(B)(4). The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that upon interrogation, noise was observed while the device was still in the box. A second device was interrogated without any problem. The defected device was not implanted.